Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left coil centered on my body over the spine right one very curvy') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right one very curvy". Concomitant products included analgesics and anesthetics and antihypertensives. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), postoperative wound infection ("infection in incision"), back pain ("chronic back pain"), migraine ("migraine"), vertigo ("vertigo"), thyroid disorder ("thyroid problem"), hot flush ("hot flashes") and vaginal haemorrhage ("spotting"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the device dislocation had resolved and the postoperative wound infection, back pain, migraine, vertigo, thyroid disorder, hot flush and vaginal haemorrhage outcome was unknown. The reporter considered back pain, device dislocation, hot flush, migraine, postoperative wound infection, thyroid disorder, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: date for removal (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left coil centered on my body over the spine> right one very curvy') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right one very curvy". Concomitant products included analgesics and anesthetics and antihypertensives. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), postoperative wound infection ("infection in incision"), back pain ("chronic back pain"), migraine ("migraine"), vertigo ("vertigo"), thyroid disorder ("thyroid problem"), hot flush ("hot flashes") and vaginal haemorrhage ("spotting"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the device dislocation had resolved and the postoperative wound infection, back pain, migraine, vertigo, thyroid disorder, hot flush and vaginal haemorrhage outcome was unknown. The reporter considered back pain, device dislocation, hot flush, migraine, postoperative wound infection, thyroid disorder, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: date for removal (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my left coil centered on my body over the spine> right one very curvy') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "right one very curvy". Concomitant products included analgesics and anesthetics and antihypertensives. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), postoperative wound infection ("infection in incision"), back pain ("chronic back pain"), migraine ("migraine"), vertigo ("vertigo"), thyroid disorder ("thyroid problem"), hot flush ("hot flashes") and vaginal haemorrhage ("spotting"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the device dislocation had resolved and the postoperative wound infection, back pain, migraine, vertigo, thyroid disorder, hot flush and vaginal haemorrhage outcome was unknown. The reporter considered back pain, device dislocation, hot flush, migraine, postoperative wound infection, thyroid disorder, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: date for removal (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new events added- device dislocation, hot flashes, right one very curvy, spotting. Event medical device removal was replaced with device dislocation. On 23-mar-2020: no new information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('enjoy being e-free') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced postoperative wound infection ("infection in incision"), back pain ("chronic back pain"), migraine ("migraine"), vertigo ("vertigo") and thyroid disorder ("thyroid problem"). The patient was treated with surgery (e. Free). Essure was removed. At the time of the report, the medical device removal, postoperative wound infection, back pain, migraine, vertigo and thyroid disorder outcome was unknown. The reporter considered back pain, medical device removal, migraine, postoperative wound infection, thyroid disorder and vertigo to be related to essure. The reporter commented: date for removal (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events: back pain, migraine, vertigo, thyroid problem were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('enjoy being e-free') and postoperative wound infection ('infection in incision') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced postoperative wound infection (seriousness criterion medically significant). The patient was treated with surgery (e. Free). Essure was removed. At the time of the report, the medical device removal and postoperative wound infection outcome was unknown. The reporter considered medical device removal and postoperative wound infection to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device removal, incision site infection no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.